Manufacturer narrative:
The results of the investigation are confirmed even though the device was not returned for analysis. The reported event of difficulty taking reading was resolved after remote care technical support assisted the user with signal acquisition troubleshooting regarding electromagnetic interference on 29sep2025. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported by the clinic that the patient was evaluated in the hospital's clinical decision unit (cdu) for observation and treatment due to difficulty obtaining physiological readings from their patient electronics device, which the clinic was unable to correlate between the pulmonary pressures and the patient's symptoms. The patient was presenting with dyspnea, lower extremity edema, weight gain, and abdominal distention. The patient was treated with intravenous diuretics and discharged the home in stable condition.